Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2019. The patient¿s weight at the time of the event was between (B)(6) and (B)(6). The patient clarified that they did not fall. They slipped once going up the stairs and then had one almost fall on the ice/snow. The cause of the stimulation sensation occurring with the stimulator off was not really determined. When they called they said it was most likely just residual sensations. No actions were taken to resolve the issue. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient indicated that their stimulator looks like its going to poke out of the skin. It has been that way since it all healed up maybe a month or two after implant. The patient noted falling about 2 months after they got the implant and then over the winter before (B)(6) sometime on the ice and then one down the stairs sometime after (B)(6) and then 3 weeks ago they had shooting pain down their arms when their dog jumped into them. On (B)(6) 2019 in the morning they started having this weird sensation in their back, hips, and stomach area almost like their device is on but they made sure that it is off. If they raise their arms up too high or something it doesn¿t hurt but it is weird. They turned their stimulator off because they were charging the ins because it was depleted. The stimulation feeling not going away while the ins is off began on (B)(6) 2019. The patient was redirected to follow up with their healthcare professional (hcp). No further complications were reported/are anticipated.